Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that after applying the electrode pads to the patient (age and gender unknown) the electrode pads sparked upon a discharge of energy. Complainant indicated that they obtained another set of pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer was contacted and indicated that the patient was not shaved prior to the application of the electrodes. The clinician indicated that they pressed the electrodes down to obtain an ECG signal, and when the shock was delivered it was delivered over the presence of patient hair. The event electrode pads were discarded subsequent to the event and were not available to zoll medical for evaluation. Zoll recommends that patients are cleaned and clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. It's important to note that the clinician indicated that the second set of pads worked successfully; this is most likely a result of removal of hair when the first set of electrode pads were removed. Analysis for reports of this type has not identified an increase in trend.